Manufacturer narrative:
(B)(4). The customer checked the cables, the back light inverter and the display. After changing the display with another unit, the ventilator worked normally.

Event description:
Covidien received information that during patient use, the display on the ventilator did not work. The patient was transferred to another ventilator. There were no reported negative patient consequences.